Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl. Reportedly, the customer stumbled and fell. Customer contacted paramedics and was transported to the hospital and subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of saline and insulin which reportedly resolved the issue. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ICU. Customer declined follow up to obtain additional information. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.